Event description:
It was reported that this patient has received three different episodes of inappropriate shocks due to double counting and oversensing arrhythmia that is above and below the conditional zone. It was also noted that there was some undersensing. In all three episodes, the shock was successfully able to convert the patient's arrhythmia. Technical services discussed that medication and addressing the patient's electrolytes would address the inappropriate shock. Additionally, the importance of smart pass was also discussed. No adverse events.